Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The blue pixels slowly dissipated when the user stopped the laser firing. There were no patient complications reported in relation to this event.